Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the medical team flushed with the catheter connected to the irrigation pump. The catheter was then inserted into the patient. When the medical team came on to ablate, there was a temperature spike. The generator cut off ablation. It was then noted that the ngen pump was no longer irrigating the catheter. The local team attempted to flush the catheter. However, in doing so, they noted that there was no forward flow through the tubing. The pump would flash red, and they could not irrigate the catheter. The medical team then changed the irrigation tubing. The same problem manifested. The ablation catheter would not irrigate. Pressure would build up and the pump would flash red (given it wasn¿t able to pump fluid forward). Ultimately, they changed the catheter, and this solved the problem. The procedure was delayed by 10 minutes. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 16-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the medical team flushed with the catheter connected to the irrigation pump. The catheter was then inserted into the patient. When the medical team came on to ablate, there was a temperature spike. The generator cut off ablation. It was then noted that the ngen pump was no longer irrigating the catheter. The local team attempted to flush the catheter. However, in doing so, they noted that there was no forward flow through the tubing. The pump would flash red, and they could not irrigate the catheter. The medical team then changed the irrigation tubing. The same problem manifested. The ablation catheter would not irrigate. Pressure would build up and the pump would flash red (given it wasn¿t able to pump fluid forward). Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and pump and pressure gauge tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance tests were performed and no issues were detected. A pump and pressure gauge test was performed and the device was not flushing correctly. The irrigation tube was observed occluded with reddish material. A manufacturing record evaluation was performed for the finished device number lot 31321136l and no internal action related to the complaint was found during the review. The high temperature and irrigation issues reported by the customer were confirmed due to the occlusion of the irrigation tube which could cause the high temperature values during the procedure. The potential cause of the occlusion of the irrigation holes could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter and tubing to ensure purging of trapped air bubbles and to verify irrigation through the tip electrode; always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter; when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).